Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was receiving good therapy at the time of the appointment, and the high impedances were not on the patient¿s current program, so the physician did not feel the need to make any programming changes. The cause of the high impedance was not determined. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that when they interrogated the ins it showed that stimulation was on but had high impedances. It was noted that the patient was doing well, so they didn¿t do any programming, and the patient was just directed to follow up in 3 months. There were no patient complications reported as a result of this event.